Event description:
The pump reportedly stopped working without alarm. The pump was set to infuse a d10w tpn solution of 1000ml overnight for 10 hrs. In the morning, it was noted that the pump was "dead" and that only approx one-half of the infusion had completed. No alarms had sounded. When the home hlth nurse arrived at the pt home, the pump would not power on. New batteries were placed in the pump and it still had no response. The child tolerated the underdelivery without adverse effects. Her parents chose not to notify the physician of the underdelivery since the pt also takes some oral nutrition supplements. No further info is available.

Manufacturer narrative:
When received for testing and investigation the pump would not power on. Fluid spillage was found inside the pump and on the motor frame. The fuse (f1) was open and the diode (d39) had shorted. It is likely, the problems were caused by the fluid spillage.